Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the operation with the expert afn japanese, the drill bit was interfered with the nail when the surgeon¿s drilling the proximal locking screw hole, so it was unable to insert the screw for the proximal locking. Prior to the operation, the surgeon has confirmed that the drill bit was not interfered with the nail. There was a surgical delay of 30 minutes. This is report number 2 of 4 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device is not distributed in the united states, but is similar to device marketed in the USA. A device history review was conducted. The report indicates no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed for the subject device. Insertion handle for expert a2fn, part number 03.010.351 was received with minor traces of use (small dents and hammer marks on article surface). During manufacturing investigation, all relevant and significant characteristics like dimensions were checked and additionally, the article has passed all functional tests. All checked characteristics are within the specifications. There were no references to the reported issue. The complaint condition is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.